Manufacturer narrative:
The actual device will not be returned for eval, customer discarded. Customer states no companion sample is available for eval.

Event description:
Customer reports on ufr; blood transfusion in progress, second unit with this tubing. Pump (flogard 6301) stopped to evaluate alarm air. Tubing had been adjusted several times for previous alarms so tubing adjacent to mechanism was not the same part of tubing. As door opened, blood (approximately 5-10 cc ) ran out of tubing adjacent to roller/pumping mechanism of pump. Tubing replaced and transfusion continued. There have been no further instances of this happening. There was no injury or medical intervention required. No sample or companion sample available for eval.